Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical review: a clinical investigation was performed. A temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the adverse event of peritonitis, which warranted hospitalization and antibiotic therapy. The pdrn stated the cause of the peritonitis was touch contamination due to a loss of concentration and coordination after experiencing episodes of hypoglycemia. Per the pdrn, the peritonitis event is unrelated to the utilization of the liberty select cycler, liberty cycler set or any fresenius products or devices. Based on the information available, the liberty select cycler and liberty cycler set can be disassociated from the event, as there is no allegation or objective evidence indicating the liberty select cycler or liberty cycler set caused or contributed to the serious adverse event experienced by the patient. It is well established those individuals undergoing pd therapy are at high risk for infections of the peritoneum. Furthermore, in up to 20% of peritonitis cases no offending organism is identified. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) reported that they were hospitalized due to peritonitis. Upon follow up, the patient¿s peritoneal dialysis registered nurse (pdrn) revealed the patient¿s peritonitis was caused by touch contamination. The patient has been experiencing low blood sugars (hypoglycemia), and the pdrn attributes the peritonitis to the patient¿s lack of coordination and/or concentration due to the hypoglycemia. The patient¿s hypoglycemia is an on-going issue and is unrelated to pd therapy or any fresenius product(s) or device(s); however, no further details were provided. A peritoneal effluent fluid culture (collection date not provided) returned as no growth, however a peritoneal effluent fluid cell count demonstrated a significantly elevated wbc count (value not provided). The patient is being treated with intraperitoneal (ip) antibiotics; however, the drug, dose, frequency and duration were not provided. Per the pdrn, the peritonitis event is unrelated to the utilization of the liberty select cycler or any fresenius products or devices. The patient is recovering from the events and continues to perform ccpd therapy at home without issue. The liberty select cycler was returned to the manufacturer for evaluation.